Event description:
During the surgical procedure, the plastic tip on the cutter slot head of one hh8bex device detached and entered the patient's body. The handle showed no response when advancing or retracting the cutter slot. The physician made every effort to retrieve the plastic component from the patient; however, it cannot be guaranteed that the component was completely removed.

Manufacturer narrative:
The manufacturer became aware of an event during a surgical procedure in which a "knock-out tip" component detached from the device and fell into the patient. The procedure was completed without any reported patient injury or adverse clinical outcome. According to information provided by the reporting healthcare professional, the detached component was observed intraoperatively; however, the physician indicated uncertainty as to whether all fragments or the entire component were successfully retrieved from the patient prior to procedure completion. At this time, no adverse effects to the patient have been reported. The event is being reported out of an abundance of caution due to the potential for retained foreign material, as complete retrieval could not be definitively confirmed by the user. The device involved in the event has not been returned for evaluation as of the date of this report. A definitive root cause cannot yet be determined. However, based on previous investigations, potential contributing factors may include, but are not limited to, component bonding integrity or mechanical stress during use. Trend analysis did not show any trends associated with this device failure. Should new or relevant information become available, a supplemental report will be submitted as appropriate.